Event description:
It was reported that a physician's handheld device was freezing upon interrogation and the physician wanted it replaced. A replacement handheld device was sent to the physician and his old handheld device was returned to the manufacturer. Product analysis is currently in process.